Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump stop overnight. The log files were submitted for review. The log files had a system controller connected on (B)(6) 2026 at 2357. All the controller's prior data was from years past from 2024 and 2025. The last log file data line was from (B)(6) 2026 at 0046. It was later communicated that the product connect to the patient was a touch monitor that was intermittently not recognizing the flash drive provided by abbott.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files confirmed data consistent with a pump stop. The submitted log files were downloaded from the replacement system controller. The controller event log file contained events consistent with the patient¿s backup controller being connected to the driveline. The pump log files contained events consistent with a controller being exchanged. Prior to and after the controller exchange, the pump appeared to operate as intended. Due to the lack of log files from the exchanged controller, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number: (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU, and patient handbook, is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Section 5 of the patient handbook and section 7 of the IFU¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient who was reported to be "delirious" and had a new nurse had a pump stop overnight. The log files were submitted for review. The log files had a system controller connected on 12mar2026 at 2357. All the controller's prior data was from years past from 2024 and 2025. The last log file data line was from 13mar2026 at 0046. It was later communicated that the product connect to the patient was a touch monitor that was intermittently not recognizing the flash drive provided by abbott.